Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had symptoms of dizziness and lightheadedness. It was noted that the patient had not passed out. The patient took their pulse and indicated it was intermittently in the 40 beats per minute range. A healthcare provider (hcp) contacted boston scientific technical services (ts) to review the pacemaker device data. Continuous noise was observed on this right ventricular (rv) lead and in some cases the noise was being oversensed by the device resulting in pacing inhibition greater than two seconds. The presenting electrogram (egm) appeared to show rv loss of capture. Ts stated that on the presenting egm, the patients intrinsic heart beats might be the only true ventricular rate that is observed. Ts stated that they have no confidence in the rv lead and provided guidance to the hcp to bring the patient in urgently to check the rv lead. Additional information indicated that the patient was in the emergency department (ed), the pacemaker device was interrogated and in addition to the previous allegations, the rv lead pace impedance was also noted to have increased to 3000 ohms, which is high and out of range, and the rv lead exhibited no capture at an output of 7.5 volts. A rv lead fracture was suspected. The lead was noted to be implanted sub clavicular. A temporary pacing wire was placed, and the rv lead was subsequently explanted and replaced two days later. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had symptoms of dizziness and lightheadedness. It was noted that the patient had not passed out. The patient took their pulse and indicated it was intermittently in the 40 beats per minute range. A healthcare provider (hcp) contacted boston scientific technical services (ts) to review the pacemaker device data. Continuous noise was observed on this right ventricular (rv) lead and in some cases the noise was being oversensed by the device resulting in pacing inhibition greater than two seconds. The presenting electrogram (egm) appeared to show rv loss of capture. Ts stated that on the presenting egm, the patients intrinsic heart beats might be the only true ventricular rate that is observed. Ts stated that they have no confidence in the rv lead and provided guidance to the hcp to bring the patient in urgently to check the rv lead. Additional information indicated that the patient was in the emergency department (ed), the pacemaker device was interrogated and in addition to the previous allegations, the rv lead pace impedance was also noted to have increased to 3000 ohms, which is high and out of range, and the rv lead exhibited no capture at an output of 7.5 volts. A rv lead fracture was suspected. The lead was noted to be implanted sub clavicular. A temporary pacing wire was placed, and the rv lead was subsequently explanted and replaced two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was in two segments, severed approximately 17.5 centimeters (cm) from the terminal end. The helix was extended and there was dried blood/tissue within the helix housing. An x-ray revealed the outer conductor coil was fractured approximately 16.6 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the reported clinical observations were likely caused by the confirmed fracture.